Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/27/2016 with the following findings: there was no evidence of loss of prime errors, alarms or warnings observed in the black box history. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The force sensor calibration test was performed and failed. The force sensor was removed and tested and the resistance value was found to be within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.